Manufacturer narrative:
March 21, 2011. A response from the manufacturer is pending. April 21, 2011. Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4).

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. Device was not returned.

Event description:
After 2 months of implantation, this pacemaker was explanted due to an infection.

Event description:
After 2 months of implantation, this pacemaker was explanted due to an infection.